Event description:
Pt's blood glucose level was tested at 76 mg/dl but pt was not responding/unconscious. Paramedics were called and arrived 5-10 minutes later. Paramedics tested pt's blood glucose and result was 43 mg/dl. Pt was given several spoons of orange juice and honey. Approx 1/2 hour after the 43 mg/dl result, their blood glucose was tested again by the paramedics and the result was 66 mg/dl. Paramedics did not transport pt after this result as the pt was feeling better.